Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.